Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that she was getting high control solution results with onetouch ultra test strips. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on info obtained from lfs complaint service. The pt stated this issue started the beginning of (B) (6) 2010. She said that due to the issue, she had less food/drink. She said her diabetes was "out of whack" due to the issue and that her hemoglobin a1c reading was 8.5%. She said she was hospitalized starting on february 8 at 4 pm for three weeks due but doesn't say whether or not the hospitalization related to her hemoglobin a1c levels. She did not say what treatment she was given when she was hospitalized but says readings in the hospital were from 300-600 mg/dl. The pt is on an adjustable insulin regime. According to the troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. She is not able to perform another control solution test. Although no details about the pt's management of diabetes before her hospitalization are known, this complaint is being reported because the pt alleged her control solution tests were inaccurately high and attributes her hospitalization to the issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.